Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under (B)(4). The bwi product analysis lab received the device for evaluation on 28-nov-2024. The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found bent inside the shaft area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch catheter and the irrigation issue was noticed when the device was inside the patient. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on 06-nov-2024. The irrigation issue was noticed during the procedure (when the tubing was inside the patient). Attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The irrigation issue was originally considered non-reportable, however, bwi became aware on 06-nov-2024 that the irrigation issue was noticed when the device was inside the patient and have reassessed the event as reportable. The awareness date for this record is 06-nov-2024.